Event description:
The pt reportedly contacted her implant center for a check up after 6 years of successful implant use. The center reportedly decided that the device was not functioning within specifications. The device was explanted and returned to cochlear's european office for analysis. No pt info was included with the device. The analysis of the device showed damage to the array.